Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant: product ID 5086mri52, lead implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the patient underwent a magnet resonance imaging (MRI) scan without the implantable pulse generator (ipg) setting being changed. The medical engineer noticed it after the scan had been completed. The medical engineer had forgotten that there is a standard for a facility to be able to conduct MRI scan on patients using the ipg. Also that condition for it applies to both the patients' ipg and the MRI scan device to be used. The ipg remains in use. No patient complications have been reported as a result of this event.